Manufacturer narrative:
According to the report, a fire was reported in which a resident passed away. Per the report "the decedent was using a medline mechanical bed". No additional information was provided related to the reported incident. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report, a fire was reported in which a resident passed away.

Manufacturer narrative:
Updated: b4, d2a, d4, g3, g6, h2. Supplemental medwatch filed to provide corrected product code, serial number, UDI.